Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was repositioned due to discomfort. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was repositioned due to discomfort. No additional adverse patient effects were reported. Additional information was received indicating the patient underwent another pocket revision approximately two weeks later due to infection. Records indicate this device remains in service. No additional adverse patient effects were reported.